Event description:
It was reported that the patient saw a power on reset (por) condition on (B)(6) 2014 and at that point lost stimulation. The patient¿s health care provider (hcp) was out today and they didn¿t have a clinician programmer in the office to clear the por. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).